Event description:
A report was received that the patient had a non-functioning scs system. The patient underwent an explant procedure. No further information will be provided to bsn.

Manufacturer narrative:
Expiration date: ni. The explanted device was not returned to bsn as it was discarded by the medical facility.